Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The reported door jam alarms were confirmed and reproduced during eval. Eval found force required to secure door is above expected levels and if not applied unit would experience door not fully latched alarms. Eval found this to be caused by cracked threaded insert bosses and raised threaded inserts causing separation between front case and mechanism assembly. The front case assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed door jammed. It was also reported that there was no pt injury.